Event description:
This customer reported intermittent issues with their external paddles. There was no report of any patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by philips locally and was repaired. We are unable to determine the cause of the reported symptom as multiple parts were replaced.